Event description:
As reported by the surgeon, while implanting a xia ii system, all the 6.5 mm head screws opened at the final closure. Surgeon decided to leave screws implanted.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.